Manufacturer narrative:
H6: investigation summary: it was reported there was a black film on the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a triangular black piece of material taped to a piece of paper. The condition observed cannot be confirmed to be consistent with the reported defect from the photo provided. Any unused physical samples are required for testing to be performed by a trained bd associate to determine a more thorough evaluation for foreign matter and potential root cause determination. The provided lot number 2048845 was not identified as a batch for material number 309648. As the lot provided is 'unknown,' a device history record review could not be completed.

Event description:
It was reported that the bd syringe 1 ml ll bns had black film. The following information was provided by the initial reporter: black film on tb syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 2048845 was reported, however, this is not a lot # manufactured for the reported catalog #.

Event description:
It was reported that the bd syringe 1 ml ll bns had black film. The following information was provided by the initial reporter: black film on tb syringe.